Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced low heart rate. It was reported that a polarity switch and low impedance were noted on the right ventricular (rv) lead, which was thought to be related to the implantable pulse generator (ipg) which had reached normal elective replacement indicator (eri). Intermittent pacing, loss of capture and unstable battery were noted on the ipg. The rv lead remains in use. The ipg was explanted and replaced.  No further patient complications have been reported as a result of this event.